Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of a clip delivery system (cds), the gripper lever was leaking from the seal. It was noted that the seal seemed broken. The cds was not used in the patient, and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper lever leak was confirmed while the reported broken o-ring seal was not confirmed. Returned device analysis observed polyimide tubing protruding between the o-ring and lever shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis, the reported leak is the result of the observed polyimide tube protrusion. The reported o-ring seal break is the result of the user misinterpreting the leak as a potential break in the seal. The observed polyimide tube protrusion is the result of a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. Na.